Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during surgery, the universal bone repositioning instrument broke at the threading. The surgery was completed successfully with no reported adverse events.

Manufacturer narrative:
The reported event that the tip of the repositioning instrument broke off during bone repositioning could be confirmed. The visual inspection revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread fragment was not returned. The macroscopic and microscopic investigation of the breakage surface shows the appearance of an intercrystalline forced rupture initially caused by an insufficient cleaning and / or maintenance leading to stress crack corrosion. At the side of the breakage area stress crack corrosion is visible caused by an insufficient cleaning / and / or maintenance. Further, the corrosion areas of the intercrystalline forced rupture on the breakage surface occurred after the breakage due to a contact with fluids, e.g. Blood and/or other liquid residues. Based on investigation, the root cause of the broken off tip of the repositioning instrument was attributed to an insufficient cleaning and maintenance. The insufficient cleaning and maintenance led to stress crack corrosion and finally to the breakage of the thread of the repositioning instrument. Indications for any material, design or manufacturing related issues could not be found within the investigation therefore no further preventive and/or corrective actions are deemed necessary at this time. The returned device was manufactured after the measurements of CAPA # 358 were implemented. However, related to the determined results within the investigation the event did not involve a product problem indicating a non-conformity or unanticipated hazard, therefore no further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported by the company representative that during surgery, the universal bone repositioning instrument broke at the threading. The surgery was completed successfully with no reported adverse events.